Event description:
On 04-jun-2026, it was reported by an arthrex subsidiary employee via (B)(4)that an ar-1588rts acl tightrope rt implant delivery system had an unspecified problem. This was discovered during a procedure with no patient harm reported. Additional information has been requested. Additional information provided 24-jun-2026: it was further reported that one of the sutures broke while attempting to advance the graft. This was discovered during an acl procedure, and the case was completed with another ar-1588rts implant. A procedural delay of approximately 5 minutes was experienced while locating the new implant, re-marking and re-advancing the graft. No additional anesthesia was administered during the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.